Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue meds, the system kept the medication status at requested and did not allow issuing, even though the pharmacy had approved the order. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue when the user attempted to issue tramadol 50 mg tablets, the system did not allow it since the medication status was stuck at requested, even though the pharmacy had approved the order. A technical support specialist (tss) relaunched the application and confirmed that the status changed from requested to approved. Then the tss asked the customer to try issuing the medication again and confirmed that they were able to issue it successfully. The system functioned as intended after the technical support specialist troubleshot the device.